Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient was not receiving adequate stimulation and felt that stimulation was getting weaker. Compatibility information or nuclear magnetic resonance (nmr) was being requested. The patient was referred for a replacement; however, the physician did not want to remove the paddle leads and left them in. They replaced the implantable neurostimulator (ins) and implanted two percutaneous leads. The new percutaneous leads cover a new pain pattern as the paddle leads were originally placed for a different pain pattern. This occurred "months ago" and noted that the replacement occurred (B)(6) 2015. Follow-up was performed to determine what the cause of the reported event and relation to device use/ therapy. This event will be updated if additional information is received. Indication for use was failed back surgery syndrome.

Event description:
The manufacturer representative reported that regarding nuclear magnetic resonance (nmr), the patient was curious. The patient was a chemist and was wondering if she were to go back to work in the future, if she should stay clear of nmr.